Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was connected to the power module while sleeping and was found unresponsive by their spouse with a clock symbol and yellow wrench alarm on the main screen of the system controller. The patient was transported to the hospital and the system controller was exchanged and the alarms cleared with the patient regaining consciousness.

Manufacturer narrative:
The reported incident of low flow and yellow wrench alarms was confirmed via the log file. The retrieved log file contained approximately 46 days of events. On (B)(6) 2014 at 02:56am, external power was removed and the returned system controller operated on the backup battery until 04:45am. The black power cable was connected to battery power in the next event, the pump returned to operating at the fixed speed, and a system clock reset to january 01, 2001, 01:00am, resulting in a yellow wrench alarm being active as a result of the backup battery being fully discharged and the pump speed dropping to 0 rpm. Ten minutes later, the driveline was disconnected and the system controller was powered down. The returned system controller was tested and the low flow alarm was not able to be reproduced. The system controller functioned as intended during analysis and the specific cause of the reported event could not be determined. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 5 months. Device evaluated by manufacturer: the system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.